Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that during deployment of the stent graft it was moving upwards and the physician compensated for that by pulling the delivery system downwards. Upon completion of the stent graft deployment, the right renal artery was found partially occluded. The patient was taken to the cath lab for implant of a bare metal stent in the renal artery. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial occlusion). Other (lack of information, no operative reports were received, device not returned for evaluation). Evaluation conclusion: (lack information, no operative reports were received).